Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that the avea unit had the circuit occlusion, high p peak and safety valve alarms. The customer also reported that they could not get ventilation setting as breathing was interrupted by the machine. There was a patient involved at the time of the incident. Customer reported that no patient harm or injury occurred. The patient was placed on an alternate ventilator.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of user facility in (B)(6) by the distributor in (B)(4) and forwarded to carefusion us via e-mail attachment from carefusion (B)(4) (our EU representative). "Ventilator announces "circuit occluded, high peak and safety valve" and we could not get ventilation setting as breathing was interrupted by machine". "[Name removed] called saying this unit alarm with circuit occlusion and ext high peak; asked him to check for overshoot condition in the insp/exp press xdcrs and he says that the insp press shows the overshoot condition."

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The distributor in (B)(4) reported that the user facility in (B)(6) had informed them that once the device was turned off and back on, the device operated normally with no other issues. The device was not returned to the distributor in (B)(4) or to carefusion for evaluation. Therefore carefusion was not able to verify the reported event.